Event description:
It was reported that during lumbar fusion surgery, it was observed that the "outer rubber tubing came loose" on the motor device. There was no delay in surgery as an identical spare device was available. The surgery was completed successfully with the spare device. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. A visual inspection revealed that the hose became disconnected. Therefore, the reported condition was confirmed. It was determined that this was a result of improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.